Event description:
Information received from the field notes an ECG revealed an underlying rhythm of atrial fibrillation with a controlled ventricular response. Loss of ventricular sensing was confirmed via surface ECG. The lead was successfully repositioned. The patient will be monitored clinically.